Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient that on (B)(6) 2014, sensor failed and cgm session could not be initiated. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.